Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a pulse generator change out, the physician noted an insulation anomaly and low impedance. The physician repaired the lead with silicone and a suture sleeve and the impedance value was normal. The patient would continue to be monitored and was stable post procedure.